Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and, after trouble shooting, a successful connection was achieved. Additionally, it was reported that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.